Manufacturer narrative:
This report is submitted on september 08, 2023.

Manufacturer narrative:
This report is submitted on january 22, 2021.

Event description:
Per the clinic, the patient experienced a skin-flap infection which was treated with oral antibiotics. The device was explanted on (B)(6) 2021, it is unknown if there are plans to re-implant the patient with another device.